Manufacturer narrative:
The returned device was evaluated. The reported complaint was not able to be confirmed. Once the optiflo needle was extended, the device worked properly. If the device is not completely extended, there is a little difficulty retracting the needle. The optiflo was tested using a syringe with water, and no occlusion was found; the water came out without restrictions. The tube and catheter are free; no occlusion was found. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during a procedure. According to the complainant, during testing prior to the procedure, they were not able to get the medicine to come out of the needle. They were also unable to retract the needle. Another of the same type of device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during a procedure. According to the complainant, during testing prior to the procedure, they were not able to get the medicine to come out of the needle. They were also unable to retract the needle. Another of the same type of device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.